Manufacturer narrative:
UDI : (B)(4). Legal manufacturer: (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that before an imaging exam, a patient sustained a head injury that was treated with stitches. When the patient was being transferred from the stretcher to the table and slid into the head holder, the top of the patient's head was hit against the edge of the head holder.

Manufacturer narrative:
Based on the information provided by the hospital and the ge healthcare field service engineer, it is understood that the patient was being loaded onto the table at the time of incident. The patient's head reportedly came in contact with the head holder when the patient was being moved into the head holder position. As a result, the patient required six stitches. After the incident occurred, the head holder was inspected for any damage or defects and no defects were found. The head holder was not replaced and was unavailable for further analysis by engineering; however, the head holder specifications were reviewed. It was confirmed that the axial head holder drawing includes a requirement specifying full radius, no sharp corners? For all areas that could be contacted by the patient. Further, the material and geometry of the head holder are designed to minimize any impact to image quality. The applied mitigations, including compliance to design safety standards, are effective and reduce the risk as far as possible. No further action is planned.